Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a hypoglycemic event occured. The patient had severe hypoglycemia while driving his vehicle and had a car accident in which the car was destroyed. No blood glucose (bg) value was provided. He had lost consciousness and required an injection of glucagon at the scene by the first aid services before regaining consciousness. He was taken to the hospital, but no further treatment information was provided. He reported that the receiver did not warn him of the drop in his blood sugar, and never indicated low blood sugar after the accident, when he was with the first aid responders. He stated that he did not find the glucose values in the data download for the time of the accident and that this lack of data therefore resulted in the failure to trigger the low glucose alarm. It was reported that the patient ¿does not show us clinical symptoms¿ (presumed to mean he is hypo-unaware). Although requested, no additional patient or event information is available, including the patient¿s subsequent condition and outcome. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined.